Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure in the right superficial femoral artery, the fox plus balloon ruptured at 14 atmospheres during the second inflation. There was no adverse patient effect. Though requested, there was no additional information

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.